Event description:
Customer initially reports device does not close tight to get clean cut, caused patient to bleed. On (B)(6) 2014, customer reports that the device made it difficult to cut the toenail and so patient was caused harm and pain. The patient has since healed without infection.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.